Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The clip delivery system was received. Investigation is not yet complete. A follow up report will be submitted with all relevant information.

Event description:
This is filed to report the gripper actuation issue. It was reported that during preparation of the clip delivery system (cds), the gripper arms were not parallel and were uneven with the clip arms. The grippers were moved up and down several times, but the grippers remained at a different angle. The cds was not used in the anatomy and was replaced. There was no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
Internal file number - (B)(4). Evaluation summary: the device was returned and investigated. The reported gripper actuation issue was not confirmed. Functional testing confirmed that the gripper functioned as intended with no gripper actuation issues observed. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents reported from this lot. The investigation was unable to determine a conclusive cause for the gripper actuation issue. There is no indication of a product quality issue with respect to manufacture, design or labeling.